Event description:
It was reported that the patient was atrial pacing and dependent. It was also reported that the right ventricular lead was not capturing and due to the elective replacement indicator (eri) of the device being unpredictable, the physician prophylactically explanted and replaced the device and capped and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).